Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by (B)(4). 82402015 mfg date: 04/03/2017. Design-related issues: the design of the tri-drive modular reamer handle has been in the field since 2009. (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this tri-drive modular reamer handle, 750-2007-026-rmr-instruments rev k, was reviewed. The risk is captured in line 8. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken device reported in experience (B)(4) was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly, which allowed the tip to disassemble. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There is no reported patient adverse event. An investigation was conducted; the broken device reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly, which allowed the tip to disassemble. Information was not provided for: pt. Info.

Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the tri-drive. The locking system of the device has unlocked during the reaming of the glenoid surface. After passing the starter reamer, the surgeon positioned himself to use the reamer size 38mm. At the beginning of the ream, the locking system of the device has unlocked without rubbing on the retractors or an especially dense bone. The result of the surgery was good. Patient's health was stable leaving the or. The second device present in the toolbox was used. The broken one has been reported to the logistic service. The rep was present at the time of surgery. New information on 1 jul 2021: the instrument could have been broken during the surgery. However; the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and the agency didn't receive any request for complementary information regarding this issue as well. The device was received on 3/4/2019. No additional information is available.